Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought into the or for a lead revision. A set screw issue was observed when disconnecting the lead from device. The physician was not confident in the integrity of the set screw and elected to explant and replaced the device. Patient is well.

Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. The device was tested on the bench and resistance was observed tightening the ventricular lead setscrews. Visual inspection noted dry blood particles were present underneath the septum.